Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part: 04.019.036s. Lot: 92p7907. Manufacturing site: (B)(4). Release to warehouse date: 15 march 2021. Expiry date: 01 march 2031. A manufacturing record evaluation was performed for the finished device part: 04.019.036s, lot: 92p7907 , and no non-conformances related to malfunction were identified. The nonconformance referred within the DHR is related to an update of inspection sheet and this lot was in wip during the document change management process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for the proximal end of humerus fracture with the multiloc proximal humeral nail in question. The surgery was completed successfully without any surgical delay. After the surgery, on an unknown date, the bone head cut-out was confirmed. The surgeon suspected the cause of the event was a fall, but there was no evidence. The surgeon also reduced the invagination after proximal fixation, and thus, did not know any other cause of the event. Since the patient is under medical treatment for another disease department, the surgeon will consider about the treatment for the proximal end of humerus after the treatment. It is unknown if revision surgery will be performed. No further information is available. This report is for one (1) tornillo multiloc ø4.5 l36 tan. This is report 4 of 8 for (B)(4).